Event description:
It was reported by repair work order that the back rest and seat had a crack in it and may not support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.